Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies found. The lead was received with the helix fully retracted and the distal conductor distorted and fractured within the connector. The distal conductor has been over-retracted; full lead analyzed; (B) (4) no anomalies found; blood observed in the outer tubing overlay; full lead analyzed.

Event description:
It was reported that the rv lead's helix would not extend after more than 30 turns. It was also reported the physician had difficulty positioning the lv lead. New rv and lv leads were then placed. No patient complications were reported as a result of this event.